Event description:
The nurse of a (B) (6) male patient contacted zoll lifecor customer support to report that the patient's charger does not illuminate any icon when a battery is inserted. The patient's suspect charger was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the charger not powering up was a damaged connector from the power supply brick that plugs into the charger. The connector had pins that were pulled through the connector body, which resulted in an intermittent connection with the charger. The root cause of the connector damage cannot be positively determined. No adverse event resulted from the damaged connector. The patient was provided with a replacement charger.